Event description:
The customer reported when turn on the screen looks strange with lines on it and getting red x, the display is unreadable. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.